Manufacturer narrative:
The representative went to the site to preform system check out. It was noted that the door could not be opened. The reported that they rebooted the system and the door opened successfully. There were no parts replaced and they system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the door can't be opened. There was no patient present. Additional information noted that the probable cause of the issue is that the image acquisition system (ias) has many motion controllers, and if any of motion controllers failed boot up, the door could not open. Rebooting the system resolved the issue.